Event description:
It was reported the clinician responded to an alarming pump. The pump was noted to be alarming "channel error" of channel a. Error code 240.4150 was noted. There was patient involvement but no harm. Upon third party investigation it was noted there was a pin hole in the tubing set resulting in fluid leaking behind the membrane that covers the pressure sensors. The device required replacement of the bottle side pressure sensor.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported the clinician responded to an alarming pump. The pump was noted to be alarming "channel error" of channel a. Error code 240.4150 was noted. There was patient involvement but no harm.